Manufacturer narrative:
A review of the manufacturing records has been conducted. The manufacturing records review verified that this lot met all pre-release specifications. An explant evaluation of the device is in progress.

Event description:
In 2009, the patient was treated for an acute aortic dissection extending from the left subclavian artery (lsa) to the right external iliac. A gore tag thoracic endoprosthesis was placed with intentional coverage of the lsa. While seating with a gore tri-lobe balloon catheter, the stent-graft moved proximally to cover the left common carotid and brachiocephalic arteries. The physician then used a medtronic reliant balloon in an unsuccessful attempt to pull the device distally, and after this, it was apparent that the aorta had ruptured. The device was explanted, but the patient expired before any additional measures could be taken. Further investigation is being conducted.